Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician assistant reported that during a cataract extraction with intraocular lens (iol) implant procedure, the string was found on the lens. Additional information requested and received stated that the lens was remained implanted in the eye.

Manufacturer narrative:
A qualified handpiece was indicated. The manufacturer internal reference number is: (B)(4).